Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer felt resistance while trying to insert insulin into the cartridge. The customer stated the same needle was being re-inserted to the same cartridge fill port and the customer was eventually able to insert insulin into the cartridge. Customer's blood glucose level was 192 mg/dl.